Manufacturer narrative:
See MDR 1920664-2007-01460 for intraocular lens used with this delivery device.

Event description:
The doctor noticed the haptic was bent during the insertion of the lens in the patient's eye. Another lens was used to complete the procedure.